Event description:
Information was received from the legal representative of a patient who was implanted with multiple implantable neurostimulators (INS). The attorney alleged that the patient wanted to hold the manufacturer accountable for ¿knowingly abusing the federal regulatory process to market and distribute an adulterated spinal cord stimulator system.¿ The attorney alleged that the manufacturer ¿secured FDA clearance for hundreds of significant hardware and firmware modifications through serial PMA supplements rather than the statutorily required new PMA applications, despite knowing these modifications materially altered the device's design and performance.¿ The attorney alleged the patient sustained personal injuries because of their ¿defective spinal cord stimulator device.¿ The attorney noted that patient¿s INS was approved under PMA P840001 and was ¿supplemented through a series of streamlined FDA processes that did not require new clinical testing, including 30-day notices and real-time review pathways.¿ The attorney alleged that MAUDE reports associated with the patient¿s INS model number included ¿more than 2,700 unique adverse events between 2017 and 2022, with recurring patterns of high-frequency charging failure, unintentional shocks, and stimulator migration. These risks were not adequately disclosed in the labeling, training materials, or risk mitigation strategies accompanying the device.¿ The attorney alleged that the manufacturer¿s post-approval modifications to the INS system ¿including firmware, wireless control protocols, battery management algorithms, stimulation parameters, and physical form factor, were implemented through successive PMA supplements without new clinical trials or comparative testing. These changes materially altered the safety and functionality profile of the system but were not disclosed to physicians or patients.¿ The attorney alleged that the cumulative changes ¿spanning hardware design, software control, stimulation delivery, energy source, and interface protocols, materially altered the mechanism of action, clinical handling, and risk profile¿ of the spinal cord stimulation system. The attorney alleged that the MAUDE database included ¿consistent adverse event narratives describing ¿shock-like sensations,¿ ¿burning pain worse than before the implant,¿ ¿rapid loss of charge,¿ and ¿non-functional devices within months of implantation.¿¿ The attorney noted that the manufacturer had a continuing obligation to revise its product labeling to reflect new or evolving safety information and to submit a new PMA when the cumulative effect of device modifications materially altered the safety or effectiveness of the system; the attorney alleged that the manufacturer ¿failed to comply with each of these obligations.¿ The patient was implanted with a permanent INS on (b)(6) 2022. After implantation, the patient experienced worsening pain. They complained of the worsening pain, and a representative reprogrammed their permanent INS system approximately ten times. Despite these reprogramming attempts, the patient continued to experience worsening pain after permanent implantation. They underwent a subsequent surgical revision of the permanent INS system due to extreme pain, and the system was moved to the patient¿s waistline. ¿On or about¿ (b)(6) 2024, the patient underwent an additional surgical procedure to change the system's battery. They continued to complain of increased pain and discomfort at the implantation site to their doctors and a representative. The permanent INS system continued to be ineffective at managing the patient¿s pain, and caused worsening of pain, numbness and loss of feeling in their extremities, bowel incontinence, electric shock sensations, burning around the implant location, and erectile dysfunction. The spinal cord stimulator system caused the patient more harm than good. They underwent final surgical intervention to remove the INS system due to mechanical and therapeutic failure of the device. The patient continued to suffer from pain and symptoms caused and exacerbated by the malfunctioning system. The attorney alleged that the manufacturer ¿failed to disclose that the device had undergone extensive, cumulative modifications since its original approval under PMA P840001 in 1984, and that these changes were implemented without new clinical trials or panel-track review.¿ The attorney alleged that the manufacturer¿s ¿marketing materials, training presentations, sales representative scripts, and labeling materials did not disclose¿ that the INS system ¿was based on post-2017 modifications that materially altered the device's design, firmware, charging interface, and patient-control algorithms.¿ The attorney alleged that the manufacturer breached its duty by ¿failing to disclose that its firmware modifications, energy delivery patterns, and device interface had contributed to a growing number of patient complaints and injuries¿including those involving battery failure, painful shocks, stimulation loss, lead migration, and loss of efficacy.¿ The attorney alleged that the injuries sustained by the patient were the ¿foreseeable result¿ of the manufacturer¿s ¿failure to comply with federal regulatory duties, its misrepresentations and omissions regarding the safety and effectiveness¿ of the INS system, and its ¿unauthorized participation in medical decision-making through unlicensed personnel.¿ The attorney alleged that the INS system ¿was defectively manufactured¿ and that the device deviated from ¿design specifications and from other units in the same product line, resulting in an unreasonably dangerous condition.¿ The attorney alleged that ¿the manufacturing defect included, but was not limited to, improper assembly, defective battery control firmware, f lawed charging telemetry integration, and defective anchoring or lead stabilization mechanisms¿ and that ¿these defects rendered the device substantially more likely to cause electrical shocks, charging failures, lead migration, and loss of therapeutic efficacy.¿ The attorney alleged that ¿the manufacturing defects directly and proximately¿ caused the patient¿s injuries, including severe pain, worsening neurologic symptoms, and diminished quality of life. The attorney alleged that the injuries were not the result of misuse or negligence, but that the device ¿failed during normal and foreseeable use¿ and as a direct result of the manufacturer¿s ¿manufacturing defect¿ the patient ¿suffered injuries and damages including past and future medical expenses, past and future pain and suffering, emotional distress, and loss of enjoyment of life.¿ The attorney alleged that the INS system ¿presented known or reasonably foreseeable risks, including but not limited to painful electrical shocks, lead migration, premature battery failure, stimulation failure, worsening of preexisting pain, and neurologic complications such as numbness in extremities¿ and that the INS system ¿presented a known risk that it could malfunction in an MRI if it was not put in MRI mode and was used in the wrong kind of MRI machine.¿ The attorney alleged that it was known that if the INS ¿was put in MRI mode, but was put in the wrong type of MRI machine, then the malfunction could still occur.¿ The attorney alleged that ¿these risks were not adequately disclosed in the product labeling, Instructions for Use (IFU), training materials, or marketing documents provided to physicians and patients.¿ The attorney alleged that the manufacturer failed to disclose to physicians or the public that the INS system had been approved via successive supplements to PMA P840001 ¿without updated labeling reflecting device evolution and new failure modes.¿ The attorney alleged that the manufacturer ¿breached its duty by omitting material risk information and by actively misrepresenting the safety and efficacy¿ of the INS system. The patient suffered physical injuries, pain and suffering, diminished therapeutic benefit, the need for future medical treatment, mental distress, emotional distress, and psychological distress that ¿would likely have been avoided had adequate warnings been provided.¿ The attorney alleged that the INS ¿was not of merchantable quality and was not fit for its intended or represented purpose¿ and ¿the device failed to deliver effective neuromodulation¿ which ¿exacerbated the patient¿s underlying symptoms and introduced new complications.¿ The attorney alleged that ¿these failures were the direct result of post-market modifications made to the system¿particularly its battery controller firmware, stimulation software, and recharging hardware¿that were neither tested in new clinical trials nor disclosed¿ to the patient or their physician. The attorney alleged that ¿the cumulative changes to the device architecture and programming parameters rendered the implanted system materially different from its original predicate and materially unfit for its represented purpose¿ and that these changes, along with the manufacturer¿s ¿failure to disclose adverse performance data, constituted a breach of the implied warranties of merchantability and fitness.¿ The attorney alleged that the manufacturer distributed INS units ¿with battery and charging defects likely to result in pain flare-ups, electrical shocks, or lead dysfunction¿ and the manufacturer omitted ¿known risks and complications from product labeling and training resources.¿ The attorney alleged that the manufacturer¿s breaches of duty were a direct and proximate cause of patient's injuries, including their "physical pain, neurological decline, loss of therapeutic benefit, emotional distress, and the need for continuing medical care.¿ The attorney alleged that as a direct and proximate result of the manufacturer¿s ¿violations of these statutory duties¿ the patient ¿suffered physical injuries, loss of therapeutic benefit, and emotional distress caused by improper device programming, inadequate postoperative support, and a lack of informed medical decision-making.¿

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.